Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead dislodged and exhibited high pacing thresholds. The patient also experienced muscle stimulation. The lead was explanted. No additional adverse patient effects were reported.